Manufacturer narrative:
The device was not returned for analysis, as the coil was reported to have been implanted in the patient and the pushwire has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an intracranial aneurysm embolization, the fourth implant coil was successfully delivered into the aneurysm, however, when the pushwire was attempted to be retrieved, it was realized that the coil was still attached to the pushwire. The system was attempted to be retrieved but only the catheter could be removed. An additional coil was implanted, and the operation was successfully completed. No patient injury was reported to have occurred.

Manufacturer narrative:
The axium coil was returned with the implant coil already detached. Based on the axium coil findings, the report of ¿non-detach¿ could not be confirmed as the axium implant coil was found to be already detached, and the cause for the ¿non-detachment¿ could not be determined. The tack weld replacement crimps were found to be broken, and all parts of the pushwire which could affect detachment were found to be within specifications. The customer reported that they used manual detachment to detach the implant coil, and the axium coil instructions for use (IFU) instructs the customer to make 3 attempts at detachment with the instant detacher. Although the customer reported that they attempted to detach the axium implant coil with the manual method of detachment, no breaks were found present on the axium pushwire, and the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). In regards to the customer report of ¿pre-mature detachment¿, the customer report was confirmed. The axium implant coil was returned already detached from the pushwire. The evidence of the broken tack weld replacement crimp and coin pulled back from the lumen stop is evidence that the instant detacher was likely used to break the tack weld crimp. It is possible that the implant coil detached due to the coin pulling back from the lumen stop. In regards to the bends in the pushwire, and the damage to the implant coil, it is likely the damages occurred during return to medtronic for evaluation. It could not be determined if the axium coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.